Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. Lawsuit further alleges the presence of minimal ingrowth of the acetabular cup during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Complaint (B)(4) is a duplicate of (B)(4). This medwatch 1825034-2014-01483 was filed for the duplicate complaint and is not valid. This medwatch 1825034-2014-01483 is considered void.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01482/-01483).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. Lawsuit further alleges the presence of minimal ingrowth of the acetabular cup during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2012 due to the presence of pseudotumors. Operative report noted the presence of fatty necrotic tissue, macerated tissue, bone loss, lack of bony ingrowth on the acetabular cup, and granulation tissue. All components were removed and spacer molds were implanted.